Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: crossed transseptal using agilis sheath and brk needle. Inserted farawave and started ablating. Few minutes into procedure noticed blood pressure drop. Saw effusion on ice. Removed product. Thought to be from equipment used when going transseptal. Patient present at time of event?: yes patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: pericardiocentesis patient admitted to hospital beyond the standard of care: asked, but not available as per account/customer patient outcome: expected to fully recover procedure number: pn-3082791 reason for unsuccessful procedure: stopped due to effusion. Event date: 2026-3-13. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion, 9139: hypotension. Procedure date: (B)(6) 2026. Type of procedure: pulmonary vein isolation (pvi). Country of event: united states. Returned product expected: no. Related product serial #: no value found. Related product upn #: unk-p-starter. Related product batch/lot: no value found. Related product family: starter.